Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a fall in december. Since then, the patient reports having difficulties charging the ins and connecting to the patient controller. Patient also reports that she can easily twist the ins below the skin (she also occasionally does so). When trying to connect to the ins, this only seems to work when connecting with the recharger antenna, and only in certain positions or when pressing on the battery. Connection with the tablet was also difficult now and then. Patient was feeling the sensation of current leakage around her neck/head. This sensation was present with both stim on and off. Two contacts showed low impedances; however these were not used for stimulation. These issues also started after the fall. An x-ray was performed and the ins position relative to the skin was all good. There were no extensions/leads being coiled around the battery. Further troubleshooting was recommended to the rep. Additional information was received reporting that the rep reset the patient controller and got a connection every time, this seemed to solve the connection issue. No cause was found. The system has been turned on again to see what the effect will be and how things go now. The session report showed electrode had impedances of 40 ohms. Mdt data report and session report was reviewed. Could not find anything in the reports that could possibly explain the connection problems. In addition, the session report states that ¿the device time has changed since the last session with the clinician programmer.¿ as a result, diagnostic data since the last session may be incorrect. It was unknown if the issue was resolved yet.

Manufacturer narrative:
G2: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.